Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The power cord was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The power cord was returned for analysis. Functional testing found and open. The cord was damaged causing the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the power cord on the unit had thermal damage and could no longer power on the system.